Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Upon review of the available images, the original procedure report and returned device investigation, it appears that the implant was not fully seated and locked at the time of original implantation. Upon analysis of the returned implant, these suspected causes of disassembly and migration were confirmed. The clean edges on the snap lock recesses confirm that the implant was likely never fully seated, and the failure marks on the lock wire inside the device confirm that the implant was not locked, likely due to an over-tension situation. These intraoperative factors would explain implant disassembly and migration. A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Based on review of the information provided and product returned, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2017, the company became aware of a revision surgery performed that same day to remove an implant that had disassembled and migrated posteriorly. The original case was completed on (B)(6) 2017. Follow the original surgery, patient presented with continued right leg pain. Standard x-rays showed the middle member component has displaced. During the revision surgery, the implant was removed safely without incident. Intra-op fluoro was taken on day of revision.